Event description:
It was reported that the patient experienced a sudden loss of stimulation. As a result the patient had an increase of their chronic pain in the sacral area of their buttocks and back. The patient denied any trauma to herself or the area preceding the loss of stimulation. Impedance testing and reprogramming was done. It was noted that impedances were out of range (greater than 40000) for contacts 2, 5, 6, and 7 which was determined to be the cause of the issue. The patient was reprogrammed using contacts 8 and 9 which resolved the issue. Following reprogramming the patient stated she was getting perfect stimulation to her sacral area. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3550-39, lot# n293957, implanted: (B)(6) 2011, product type: accessory. Product ID: 37092, lot# 285240001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received from the consumer reported the stimulation stopped on the night on (B)(6) 2016. The patient was recharging and not able to turn the stimulation back on. The patient was very concerned about surgery needed if the implantable neurostimulator (ins) would need to be replaced. It was noted the patient would need to find a healthcare provider (hcp) who could work with a paddle lead. The patient also stated 5-7 electrodes stopped working. It stopped working and they told the patient to go the hospital, so the manufacturer's representative (rep) came to the hospital and said the electrodes were not working. The rep did reprogramming to reroute around them. Then the patient saw a different rep the next day and he found 2 more and was able to route around it t oo, so 7-16 electrodes were not working.

Event description:
Additional information received from the consumer reported 5 of the electrodes were not working, and programming was done around those contacts to allow for stimulation in the patient's leg. There were no reported traumas/falls that could have been related to the issue. If additional information is received, a follow up report will be sent.